Event description:
Caller reported having a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information on how to reset the pump and guided them through the process. After resetting the pump, the error did not reappear, and the caller successfully initiated their sensor session.